Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 5076-58 lead, implanted (B)(6) 2008.

Event description:
It was reported by the patient they are seeing a hematologist because their incision from their implantable pulse generator (ipg) implant is still bleeding and has not healed up. No further information could be obtained through follow-up. The device remains in use. No further patient complications have been reported as a result of this event.